Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma - alcl - suspected and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected; seroma - late.

Event description:
Healthcare professional reported "repeated fluid accumulation" and "anaplastic t-cell lymphoma" with the marker of alk-; pathology and marker of cd30+ have not been reported. Affected side is right. The device has been explanted.

Manufacturer narrative:
Continued d.11.: estrogen, testosterone cream, calcium, thyroid replacement. The event of lymphoma-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphoma - alcl. Date of diagnosis: (B)(6) of 2012.

Event description:
Healthcare professional reported "gradual fluid reoccurrence" within three months of the implant of the device. Further reported was "the patient had a right breast total capsulectomy excision of the right medial breast mass. Pathology showing breast implant associated anaplastic large cell lymphoma, involving the seroma, fatty tissue, skeletal muscle and breast parenchyma, alk negative¿ and ¿necrotic fat;¿. Patient had chemotherapy and completed chop-r x6 in (B)(6) 2012. The markers of cd30+ and alk- have been reported.